Event description:
The catheter was in place for about 120 days and the dome came off the catheter tube when the catheter was removed by traction removal from the pt's stomach on 10/07/1998. Using unknown force by md, the remaining dome was removed from the pt. Another device was placed in pt.